Manufacturer narrative:
Product analysis: visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle appears to be jammed up inside the loosening/tightening mechanism inside the knuckle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar decompression. Intra-op, one of the cranks of the flex arm would not tighten. Hence, another product was used to complete the procedure. There were no patient complications reported as a result of this event.